Event description:
It was reported that during an operational check, the ventilator was not blowing any air with no audible/visual alarm. The ventilator was the backup unit for the patient and was not connected to the patient when the reported problem occurred.